Event description:
Patient became disconnected from fluids. Upon changing tubing and reconnecting patient, the bd maxguard extension set (microbore) would not flush to prime the line. Two more extension sets were obtained and would not flush to prime the line. (Lot # 25095198). Pt code: 4582. Device code: 1252. Reference reports: mw5181755 and mw5181756.